Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling and sustaining a peri-prosthetic fracture of the femur; the surgeon removed all original implants.